Event description:
I had breast augmentation surgery, and from the first month I began to notice hair loss and outbreaks of skin rashes, now after 4 months of being operated on the symptoms have worsened, I think I have a disease bii due to implants, I have now to remove the implants and my surgeon does not make sure to remove the prostheses with the capsule aside. I did not know about this disease until I started looking for, hair loss after a breast augmentation since my surgeon did not warn me about it that could happen, and the read that they are obliged to inform the patients. Well, they did not inform me and now I am going to see myself. Without breasts and worse than before since all this will remain like a punctured ball after I cannot do anything. I get tired even when I take a shower and it has caused rheumatism. I have been diagnosed with nuclear antibodies, autoimmune disease, and chest pain that increases. I also feel that the prostheses are hard and the only thing my surgeon tells me is that everything is fine on examination. I am very upset for what I'm going through and what I'm going to have to go through for not informing me before having surgery, thank you, regards. FDA safety report ID# (B)(4).